Event description:
It was reported that a flo-gard infusion pump had displayed a red light. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was service on site by a field service technician. The device was visually inspected and functionally tested (battery test and power-on self-test). An event history log review was performed, and a battery low alarm was identified. The cause was determined to be a damaged battery. The battery was replaced to resolve the condition. The device was serviced and restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.